Event description:
The facility representative reported a flo-gard infusion pump with a failure code "f74" which interrupted patient therapy in the chemotherapy room. There was no patient injury or medical intervention necessary. The pump was swapped-out and infusion resumed on a different device. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.